Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The event date provided by the facility is an estimated date. The hospital will not be providing any additional info regarding this event. The hospital provided the following three heartstring iii lot numbers; however, they are unable to advise which lot number was involved in this case: 25078261, 25077921, 25081729.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for each of the reported product lot number provided by the facility. There was no nonconformance recorded in the lot histories. (B)(4).